Event description:
It was reported that a navigator access sheath device was used during a steerable ureteroscopic renal evacuation (sure) procedure. Reportedly, it was noticed that an inadvertent ureteral tear occurred during advancement of the ureteral access sheath. The procedure was stopped and a ureteral stent was placed for treatment.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of unspecified tissue injury. Impact code f1001 captures the reportable event of aborted procedure. Impact code f23 captures the reportable event of unexpected medical intervention.